Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the american surgeon (april 1994), vol. 60, 282-286. (B)(4).

Event description:
It was reported in a journal article with title: complete small bowel obstruction in the early postoperative period complicating surgical sling procedure. This report aimed to present a case of complete mechanical small bowel obstruction requiring urgent laparotomy in the early postoperative period following insertion of a surgical sling mesh at the time of low anterior resection for a stromal sarcoma of the rectum. A (B)(6)-year-old man presented with a large extrarectal mass. Upon examination, the abdomen was neither distended nor tender, no hepatosplenomegaly was noted, and bowel sounds were normal. Rectal examination revealed a large anterior fixed mass located immediately superior to the prostate. The patient underwent further examination via colonoscopy, CT scan, and laparotomy. A low anterior resection with en bloc resection of the tumor and adjacent soft tissue was performed by hand, following which a polyglactin 910 (vicyl) mesh (ethicon) was sewn in place with a running 3-0 vicryl suture (ethicon). On fifth postoperative day, the patient complained of a sudden increase in abdominal pain in association with an increased in nausea. His abdomen was somewhat distended and diffusely tender without peritoneal signs. An acute abdominal series showed distended loops of small bowel containing air fluid levels. By the 12th postoperative day, the patient was still complaining of nausea and abdominal pain. Large amounts of bilious material were coming from the nasogastric tube. The patient¿s white cell count was elevated. On postoperative day 17, the patient underwent a modified upper gastrointestinal and small bowel follow-through, which showed a high-grade proximal small bowel obstruction. The patient was taken to the operating room where a complete mechanical small bowel obstruction was identified. An intense inflammatory reaction involving many loops of small bowel was observed. The peritoneal surface and serosa of the small bowel loops were very inflamed and adherent to the other. The vicryl mesh was associated with an intense inflammatory reaction at all of its points of attachment. In two places, two loops of small bowel were densely adherent to the posterior peritoneal suture line where the vicryl mesh was attached. Lysis of the adhesions was performed. Intraoperative findings also revealed a considerable amount of air within the colon, requiring decompressive colonoscopy prior to closure. Following this second laparotomy, the patient improved steadily. His nasogastric tube was removed 7 days after the second procedure, and he successfully began an oral diet. The patient is doing well 2 years after surgery and show no evidence of locoregional or distant recurrence. This study presented that the insertion of biodegradable mesh is not free of complications.